Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the gastrisail was inserted at the beginning of the sleeve gastrectomy and it appeared to be twisted so that the sail would open towards the lesser curve of the stomach rather than the greater curve, so the (B)(6) tried to gently rotate the sail to obtain the correct positioning. It did not correctly rotate the instrument and on removal of the device, the sail was not seated back within the bougie and had a kink in the plastic sail so that it was sticking out of the bougie in a shallow triangular shape. There was a little bit of trauma to the oesophagus with a couple of mls of blood. The operation was harder and took a bit longer perhaps 15 mins longer due to trying to get the sail to orient in the correct direction. Device is being returned for review. The patient status is ok now. No action necessary to treat the tissue trauma except normal pain relief after the operation. The tissue trauma did not result in permanent impairment of a body function or permanent damage to a body structure; or necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.